Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. External insulation abrasions were noted at 3.2 cm ¿ 3.9 cm, 33.4 cm ¿ 42.2 cm, 41.5 cm - 41.7 cm and 42.7- 42.9 cm from the distal tip consistent with friction to another device or patient anatomy. Additionally, shorting was noted due to the damage found. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.